Event description:
There was no device malfunction, and removal was not due to the failure of the device. During the index procedure on (B)(6) 2024, the surgeon performed a lami-fusion on c3-c4 and c6-c7. The patient came back due to pain from the lateral mass screws. Imaging was performed and it was noted that the cages were too medial. During the revision case the cages at c6-c7 were replaced and confirmed via imaging that they were placed correctly. Patient is recovering well/as expected.